Event description:
A complaint regarding charging difficulties was reported. Patient has to press hard against wooden box to charge and reported pocket tenderness. The physician recommended to revise the pocket to make the ipg closer to the skin surface to facilitate charging.